Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file review indicated that the system controller was exchanged. It was confirmed that the controller was exchanged, but reasons remained unclear.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number (B)(6)) was not returned for analysis, and no log files from the exchanged controller were associated with the reported event. Further information regarding the reason for the controller¿s exchange was not provided. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and the heartmate 3 lvas instructions for use (section 2 ¿system operations¿) instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.